Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that they not in auto mode at the time at the time of reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 624 mg/dl. The customer's other blood glucose level was 200 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as vomiting. The customer treated with the insulin pump and insulin drip. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.